Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found a bent foot and internal corrosion upon disassembly. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction event, in which the device overheated. The foot of the device was also bent which can damage the dura. There was no patient involvement; no patient impact.